Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The customer contacted the product support engineer (pse) and discussed troubleshooting per the manual. The pse confirmed the reported issue and determined that the speaker would need to be replaced. The pse provided the customer part number for speaker. The pse support engineer performed a follow up call and the customer confirmed that the speaker was replaced to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text: customer resolved.

Event description:
The customer reported that the ventilator generated a primary alarm failed at power on self-test. There was no patient involvement at the time the issue was discovered.